Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on this right ventricular (rv) lead causing pacing inhibition. The patient has complete heart block with a low escape rhythm. A chest x-ray was obtained which revealed that the rv lead does not appear to be fully inserted into the device header. Surgical intervention was performed and the lead was tested appropriately with a pacing system analyzer (psa). The lead was reinserted into the header and tested appropriately. The device and lead remain in service. No adverse patient effects were reported.